Event description:
The surgeon reported that during the ultrasound oscillation portion of the surgery, the phaco tip broke in the middle while in the eye. The broken phaco tip was found outside the eye when he removed the phaco handpiece from the eye. The problem was solved after replacing the product with another one. The surgeon considered that the tip broke because of reuse. The surgeon did not check the fundus because the cornea condition was "bad" or "not in good condition" because the ultrasound was used near the cornea during surgery. One week after the event, it was reported that no patient harm was confirmed. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).